Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported, a pt was experiencing magnet failure as the magnet would not stop the device from stimulating. Also the pt was experiencing continuous stimulation that lasted for 3-4 hours after a magnet stimulation. Due to the continuous stimulation, the pt was experiencing muscle spasms. The pt reported increased seizures. The nurse practitioner in the physician's office stated, the reported issues were not related to vns therapy. She stated, the pt was experiencing high anxiety and cardiac issues that caused the "perceived issues". The np re-educated the pt on swiping the magnet and what the intended results would be and has scheduled the pt for a cardiac cath.

Manufacturer narrative:
Device malfunction is suspected, but did not cause a death or serious injury.